Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. The patient had a history of suspected hit, so argatroban (continuous/shot) medication was given instead of heparin. The patient had been on pradaxa, which was discontinued on the morning of the index procedure. A watchman fxd double curve access system (was) was advanced into the left atrium (la). The activated clotting time (act) result was 250 seconds. A watchman flx pro closure device and delivery system (wds) was advanced and deployed. After meeting release criteria, a string-like finding was seen on transesophageal echocardiogram (tee) imaging possibly coming from the tip of the was. The closure device was implanted, and both the wds and was were removed while aspirating blood. A thrombus was visualized from within the was, outside of the patient body. The patient was neurologically assessed post extubation with no abnormal findings. No patient complications were noted. The procedure was concluded successfully, and the patient was discharged. In the physician's opinion, although the act was within normal limits, the patient was likely prone to clot formation.